Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the product, no definitive conclusions can be drawn regarding the clinical observation. (B)(4).

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, moderate to severe paravalvular leak (pvl) was noted. Balloon aortic valvuloplasties were performed three times without improvement to the pvl. A second transcatheter bioprosthetic valve was placed valve-in-valve to maximize the radial force, resulting in trace to mild pvl.